Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As the longevity of the ICD still shows five years remaining, no intervention has been performed and the ICD remains in service. No adverse patient effects were reported.